Event description:
As reported on (B)(6) 2013, a pt of unk age and gender presented for a procedure that involved a drainage catheter. It was reported the catheter had fractured inside of the pt. There was no report of permanent harm or injury to the pt. It is unk at this time if the disposable device is available to be returned to the manufacturer for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device eval will be sent via a follow up medwatch. Complaint # (B)(4).